Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "device keeps saying upstream occlusion even though it's not on" was not reproduced. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic values out of specification. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.